Event description:
It was reported: pt had pain in her back at the ins site for about 3 months. Pt stated implant hurst more when she laid down on her back and that it felt "spongy". Pt further indicated that she had not had therapeutic relief since implant and that the stim felt different than when she had her trial. Pt was redirected to her physician. It was further reported that pt stated she needed surgery because a "wire was loose" and "vibrating in her back". Pt had not visited with her hcp and still had problems with the device system. Additional info will be provided when available.

Manufacturer narrative:
(B)(4)